Event description:
It was reported that has been complaining of a new pain around the neck incision for several weeks. Since the implant, the patient hasn't had any such compliant. The patient's device was interrogated and diagnostics were performed. The impedance levels were normal( 1100 ohms). The parents haven't observed a fall or any trauma to that area. It was later confirmed the medical professional does not believe the pain is related to vns at all, but the patient was sent to the surgeon for confirmation. Additional information was received that x-rays were taken and upon review, there appeared to be a fracture in the lead. A full revision surgery occurred and the explanted lead has not been received to date.